Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress without any design or manufacturing issue. The most probable cause of the reportable issue is expected or random component failure without any design or manufacturing issue. However, the definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rubber bonding of the cysto-nephro videoscope falls off. The issue occurred during maintenance. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information on customer address. Updated field: e1 olympus will continue to monitor field performance for this device.